Event description:
In addition to the report 0009613350-2019-00802, the only reason why the stem was removed was because any heads was fitting within the stem.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was revised for an unknown reason to replace the tribosul head. Investigation results are now available.

Manufacturer narrative:
Review of event description: it was reported that the patient was revised on 6th december 2019 for an unknown reason to replace the tribosul head. The stem was also revised (due to no other heads being available for the stem). In vivo time of this device is unknown. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified the following deviations and/or anomalies: ncr(s): 1 part was scrapped due to ballhead surface damaged. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was revised on (B)(6) 2019 for an unknown reason to replace the tribosul head. The stem was also revised (due to no other heads being available for the stem). In vivo time of this device is unknown. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical devices: cls-stem 070.14/16, catalog no# 290019070; lot no# 640331-a, the manufacturer did not receive x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on unknown side and revision surgery has been planned due to unknown reasons.